Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the logs indicated a motor stall recovery occurred at (B)(6) 2016 at 09:28. No patient symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the stall was the patient had an MRI. The motor stall occurred on (B)(6) 2016 at 09:28 and recovered on (B)(6) 2016 at 10:03.